Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of erratic blood results. Caller's normal reading was 85mg/dl and the lowest reading in memory was 52mg/dl. Based on (parkes error grid analysis, the bias between these two results is in zone c. Other results in memory were as follows: (B)(6) at 11:38am 104mg/dl; (B)(6) at 9:11am 52mg/dl; (B)(6) at 08:02pm 155mg/dl; (B)(6) at 4:12pm 104mg/dl.